Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: this medwatch is not to report a device malfunction, but to report an adverse patient effect. An (B)(6) patient presented for an rfa procedure of the right kidney. The first ablation was performed with no report of complications. During the second rfa ablation, the patient experienced excessive bleeding. The treating physician tried to control the bleeding using cautery and surgicel, but the bleeding continued. At that point, they converted to a partial nephrectomy. It was reported the patient was stable post procedure. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation to establish a root cause for the event. The customer's reported complaint description of a patient injury (excessive bleeding) is confirmed based on the complaint description.there was no report of a device malfunction. If a sample had been returned, angiodynamics would have tested the device to ensure it was functioning properly. No sample was received for evaluation therefore, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: "warnings: do not attach anything (i.e., clamps, etc.) To the device. This may damage the insulation, which could contribute to patient injury. Patients with frail skin are at increased risk of skin damage from the adhesive on the dispersive pads. Do not use metal introducers that do not have insulation. Rf energy can be transmitted from the electrode through the un-insulated metal introducers to the patient, causing inadvertent burns. The talon electrosurgical device is mr unsafe. Precautions: having rf power on at the same time as infusion using a method different from these instructions may alter the path of the electrical energy away from target tissues. Do not bend or kink the trocar or the needles. This may cause damage and result in a non-functional device. Keep the voltage/power as low as possible to achieve the desired end effect." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference # (B)(4).